Event description:
Patient reported their dentist advised that they need ipr - interproximal reduction - for their treatment. Byte aligner treatment stopped. Patient provided letter of recommendation from their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.